Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection performed with the naked eye noted a cut approximately 12 inches from the blue shrouder on the heater line tubing. Functional testing including clear passage and clamp function testing was performed with no issue noted; however, leak testing noted a leak from a cut in the heater line tubing. The reported condition was verified. The cause of the cut could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater line of a homechoice cassette had a ¿pinhole¿ resulting in leak. This occurred during fill two of four of peritoneal dialysis therapy. The patient was connected at the time of the event. Renal therapy services (rts) assisted in ending the therapy session and advised the patient to contact their nurse regarding the event. There was no patient injury or medical intervention associated with this event. No additional information is available.